Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a caesarean-section delivery on an unknown date and insorb staples were used for closure. The surgical site dehisced and required suturing. Attempts have been made, but no additional information has been provided. 2030 insorb (B)(4).

Manufacturer narrative:
Updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi on 2/6/2025. Manufacturing record review: DHR was reviewed and no non-conformance related to the complaint description was found. Historical complaint review: a review of the 2-year complaint history related to wound separation shows similar reported complaints including the one under investigation. None of the complaints reviewed were confirmed. Product receipt: the complaint product has not been returned to csi. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined. The details about the surgery and the procedure are unknown as also the proficiency and technique from the physician performing the procedure. The IFU demonstrates the proper closure technique and mentions the considerations in order to minimize superficial or external staple placements, the post-operative care followed is also unknown. Wound separation is listed in the adverse reactions section of the IFU. In addition, the manufacturing record of the staples (B)(6) included in this stapler lot number were reviewed and no nonconformities were found. Corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.